Event description:
Guidant received info that this pt had a widening aaa and underwent repair surgery where prior endo aaa graft found to be defective. (B)(4).

Manufacturer narrative:
Guidant has contacted the reporter, and was referred to risk mgmt at the facility. Guidant has made several attempts to contact risk mgmt, both by telephone and fax. Risk mgmt has not responded to these attempts. Guidant has reviewed its device tracking info to attempt to identify the device. These devices were last distributed in oct, 2003, and guidant does not have record of any implant in this facility in 2004. Guidant cannot provide further info regarding this event.